Event description:
It was reported that approximately three days post chronic catheter placement procedure, the catheter allegedly leaked at the insertion site. It was further reported that the catheter allegedly damaged at the insertion site. Reportedly the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 7fr bard d/l catheter was returned for evaluation. Gross visual, microscopic visual, tactile and functional evaluation were performed. The investigation is unconfirmed for the reported fluid leak and fracture issue as no leaks were noted upon infusion on the both luers. Furthermore, a complete circumferential break was noted on the distal end of the catheter and surface were noted to be granular. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 12/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three days post chronic catheter placement procedure, the catheter allegedly leaked at the insertion site. It was further reported that the catheter allegedly damaged at the insertion site. Reportedly the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 12/2025).

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 12/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that approximately three days post chronic catheter placement procedure, the catheter allegedly leaked at the insertion site. It was further reported that the catheter allegedly damaged at the insertion site. Reportedly the catheter was removed and replaced. There was no reported patient injury.